Manufacturer narrative:
UDI for concomitant product, neurostimulator: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegations cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator did not experience symptom relief nor could they feel stimulation from their device despite numerous attempts at troubleshooting and reprogramming. Imaging was performed that showed the lead had migrated toward the sacrum. In response, a surgical procedure was performed to revise the lead and replace the device. No patient complications were reported. The patient completed a follow-up appointment and reported that they are healing and doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator did not experience symptom relief nor could they feel stimulation from their device despite numerous attempts at troubleshooting and reprogramming. Imaging was performed that showed the lead had migrated toward the sacrum. In response, a surgical procedure was performed to revise the lead and replace the device. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator:(B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006

Event description:
It was reported that the patient with this neurostimulator did not experience symptom relief nor could they feel stimulation from their device despite numerous attempts at troubleshooting and reprogramming. Imaging was performed that showed the lead had migrated toward the sacrum. In response, a surgical procedure was performed to revise the lead and replace the device. No patient complications were reported. The patient completed a follow-up appointment and reported that they are healing and doing well.